Manufacturer narrative:
Investigation summary one sample was returned to our quality engineer for investigation. Upon inspecting the product it was noted that the needle on the protector did not properly penetrate the stopper of the vial, it was out of center causing the protector to attach to the vial at an incline and the needle had detached from the protector housing. Functional testing was performed and liquid could not inject into the vial therefore we could not properly identify if a leakage was occurring. Leakage testing is performed for all lots during manufacturing to ensure the quality of the membrane. As lot information for this incident was not available, a device history review could not be performed. Based on the investigation results, it was determined that the protector was not properly connected to the vial which resulted in the leak reported. The protector must be attached completely vertical. The m12 assembly fixture is recommended to ease the connection of the protector to the vial. Complaints received for this defect and device will be monitored by our quality team for signs of emerging trends.

Event description:
It was reported that chemo leaked between the vial and the protector with a bd phaseal¿ protector p14j. The following information was provided by the initial reporter, translated from japanese to english: methotrexate leaked from between the vial and the protector.

Manufacturer narrative:
Medical device expiration date: unknown. Initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that chemo leaked between the vial and the protector with a bd phaseal¿ protector p14j. The following information was provided by the initial reporter, translated from (B)(6) to english: methotrexate leaked from between the vial and the protector.